Event description:
The abiomed field service representative reported the user facility's automated impella controller (aic) has a battery failure alarm even though the battery switch was on. The user replaced the unit with another aic. There are no patient details related to this case. No harm was reported.

Manufacturer narrative:
An investigation into the reported battery failure alarm has been completed. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. The failure modes will be monitored and trended.